Event description:
It was reported that during pre-dilatation in the calcified circumflex artery an unk voyager balloon ruptured at 8 atmospheres and a perforation occurred. Ventricular tachycardia occurred and the patient was intubated. An unk graftmaster could not be advanced to treat the lesion. During graftmaster removal the guide catheter came out of the left main ostium. The graftmaster stent dislodged from the delivery system, floating on the guide wire. All devices including the guide wire were removed; however, the dislodged stent came off of the guide wire in the profunda. Stent still remains loose in the profunda. An unk abbott bare metal stent (bms) was implanted but was unsuccessful in sealing the perforation, delaying the procedure. A second unk graftmaster was implanted but was unsuccessful in sealing the perforation. A third unk graftmaster was implanted but was unsuccessful in sealing the perforation. An unk 3x5 voyager balloon was inflated but was unsuccessful in sealing the perforation, delaying the procedure. A 4.0 nc merlin was inflated to 20 atmospheres and successfully sealed the lesion. Pericardiocentesis was performed with 500 cc fluid retrieved. The patient's condition improved and he was discharged on (B)(6) 2010. The dislodged graftmaster stent remains floating in the lower extremity. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
During a follow up call regarding an issue with the patient's solution, it was determined that the patient had experienced two episodes of peritonitis. This complaint will address the second episode of peritonitis which occurred on (B) (6) 2010. The facility nurse provided the following information regarding this event: the patient was hospitalized on (B) (6) 2010 with a diagnosis of peritonitis. The pd effluent was cultured, a gram stain and cell count were performed. The results of the pd effluent indicated klebsiella pneumonia, e. Coli, bacteroides fragilis, and possibly alpha hemolytic (B) (6). Results of the gram stain and cell count were not available. The patient was treated with vancomycin 1gram intravenous (IV) then intraperitoneal (ip) and cefeprime IV and ip (dose unknown). The nurse indicated the patient aseptic technique was good. The cause of the peritonitis was related to diverticulitis and unrelated to any baxter product or dianeal solution. Reportedly, the patient did not recover from the surgery and expired on (B) (6) 2010 with the cause of death as pulmonary emboli. (B) (4)

Manufacturer narrative:
(B) (4). The sample was not returned, therefore no evaluation was performed.